Event description:
After firing first clip on the gallbladder duct, clip applier malfunctioned while firing second clip. Applier would not open or release tissue or finish firing second clip. Unable to remove clip applier until second applier was used to re-clip the duct above and below the first applier and cut applier out.